Event description:
It was reported that the user disconnected the ilet pump to charge it and subsequently experienced hyperglycemia with a blood glucose of 324 mg/dl, which resolved after the user reconnected to the system without changing supplies. Customer care performed troubleshooting which included technical support and user education. Investigation of this case revealed that disconnection from insulin delivery was the likely contributor to the high glucose, and glucose returned to range once insulin delivery resumed. No symptoms associated with elevated blood glucose reported. Outcomes included recovery to target range after reconnection and home monitoring, with no medical intervention or hospitalization. It was concluded that the device functioned as designed when connected and that the event was consistent with hyperglycemia of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.